Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar stenosis, lumbar and cervical disc herniation. He underwent lumbar oblique side intervertebral disc resection at l3-l4 and l4-l5, intervertebral cage bone graft fusion and neurolysis. Intra-op, the cage broke. Most of the broken cage remained implanted in the patient. No injury to the patient was reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified that a approximately 12mm size piece of peek cage was returned for analysis. A microscopic review of the fracture face is consistent with material overload during impaction. If information is provided in the future, a supplemental report will be issued.